Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and patient handbook . Are currently available. This IFU lists arterial non-central nervous system (cns) thromboembolism and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ lists thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for myocardial infection on (B)(6) 2020. It was presumed to be thrombotic myocardial infarction but angiography was not performed to confirm. The diagnosis followed classical chest pain with characteristic rise and fall in high sensitivity troponin (932, 34831, 15748, 9422). There were no changes in electrocardiogram. The patient was on aspirin before it was stopped to start clopidogrel 75mg daily dose to treat chest pain, and omeprazole was switched to lansoprazole. The patient was discharged (B)(6) 2020. There was a follow-up visit on (B)(6) where there were no further symptoms or sequelae.